Manufacturer narrative:
Preliminary analysis revealed that the event probably resulted from a pending software upgrade.

Event description:
Reportedly, an unexpected software upgrade started while interrogated an alizea pacemaker with the orchestra plus programmer. A pop-up was first displayed, indicating that an upgrade was about to start, and was followed by a yellow band on the screen during the upgrade. Normal behavior was restored about five minutes later and the follow-up could be completed normally. Preliminary analysis revealed that the event probably resulted from a pending software upgrade.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an unexpected software upgrade started while interrogated an alizea pacemaker with the orchestra plus programmer. A pop-up was first displayed, indicating that an upgrade was about to start, and was followed by a yellow band on the screen during the upgrade. Normal behavior was restored about five minutes later and the follow-up could be completed normally.

Event description:
Reportedly, an unexpected software upgrade started while interrogated an alizea pacemaker with the orchestra plus programmer. A pop-up was first displayed, indicating that an upgrade was about to start, and was followed by a yellow band on the screen during the upgrade. Normal behavior was restored about five minutes later and the follow-up could be completed normally.